Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022, the patient was admitted for sustained ventricular arrhythmia, which had also caused the patient to have a syncopal event. The patient was defibrillated and the arrhythmia resolved. However, the fainting event led to a fall that caused a traumatic subarachnoid hemorrhage/hematoma. Their anticoagulant therapy was discontinued.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (cardiac arrhythmia and hemorrhagic stroke) cannot be conclusively determined through this investigation. The patient remains ongoing on (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use lists cardiac arrhythmia, bleeding, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.